Manufacturer narrative:
Concomitant medical products: non bd extension set and 20 ml bd syringe. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that in the nicu IV, they noted bleeding at the patient's PICC line, and upon further inspection, they noted the leak was at the area of the maxzero and the connection to intralipids. All connections were found to be secure. The site was clamped and the maxzero was changed. After the one site was clamped, tpn and critical drips continued to infuse, and tubing cleared. The approximate blood loss was 3 mls. There were no changes in vital signs. Infusions resumed, and there was no patient harm.

Manufacturer narrative:
Concomitant medical product: smiths medical material number (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu IV, they noted bleeding at the patient's PICC line, and upon further inspection, they noted the leak was at the area of the maxzero and the connection to intralipids. All connections were found to be secure. The site was clamped and the maxzero was changed. After the one site was clamped, tpn and critical drips continued to infuse, and tubing cleared. The approximate blood loss was 3 mls. There were no changes in vital signs. Infusions resumed, and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the area of the maxzero and the connection to intralipids was confirmed. Visual inspection showed a brownish/red dried material at the engagement between the maxzero¿s female luer side and the concomitant non-bd extension set¿s distal male luer. During functional and pressure testing leaking occurred at the same engagement. Examination under magnification showed that the maxzero connector¿s female luer side had a vertical hairline crack approximately 0.4430 inches long running parallel to the direction of the fluid flow , along the connector¿s top and continuing along the threads of the connector. No scratches or tool marks were observed on the outside of the maxzero. No damage was observed on the concomitant extension set¿s distal male luer. The root cause of the crack was not identified.

Event description:
The customer reported that in the nicu IV, they noted bleeding at the patient's PICC line, and upon further inspection, they noted the leak was at the area of the maxzero and the connection to intralipids. All connections were found to be secure. The site was clamped and the maxzero was changed. After the one site was clamped, tpn and critical drips continued to infuse, and tubing cleared. The approximate blood loss was 3 mls. There were no changes in vital signs. Infusions resumed, and there was no patient harm.